Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
I started having trouble breathing around the same time I started using this product. [Difficulty breathing]. My breathing continued to get worse [condition aggravated]. I got horrible sores all inside of my mouth [sores mouth]. Case description: this case was reported by a consumer via call center representative and described the occurrence of difficulty breathing in a female patient who received denture cleanser (polident) tablet (batch number 993p, expiry date 31st july 2022) for denture wearer. Concurrent medical conditions included penicillin allergy. On an unknown date, the patient started polident 6 dosage form(s) at an unknown frequency. On an unknown date, an unknown time after starting polident, the patient experienced difficulty breathing, condition aggravated and sores mouth. Polident was discontinued (dechallenge was positive). Rechallenge with polident was unknown. On an unknown date, the outcome of the difficulty breathing was recovered/resolved and the outcome of the condition aggravated and sores mouth were unknown. It was unknown if the reporter considered the difficulty breathing, condition aggravated and sores mouth to be related to polident. Additional details: adverse event information was received via call centre representative on 23-apr-2021. The consumer stated that "was given polident with my new dentures. I started having trouble breathing around the same time I started using this product. I am deathly allergic to penicillin but was given this product by the dentist that made the dentures, no warnings of any kind. My breathing continued to get worse and on 2 occasions I required treatment in the e.r. No one was able to explain the sudden onset of the breathing problems. When I ran out of the samples, I was given I bought efferdent because it was cheaper. I got horrible sores all inside of my mouth and was unable to wear my dentures for several days. While my dentures where out my breathing got better. I always rinse my dentures well with running water, so I made no connection. I was researching what could have caused the mouth sores and found several warnings about the products. I am currently using only baking soda on my dentures and my respiratory problems have been relieved. I could have died please take some kind of action to let people know you can have these kind of allergic reactions to these products. Healthcare providers should know as well. I have had a gazillion test and have been treated twice in the e.r. I will release any info you need." Consumer also answered the following questions, " product type: over the counter. Strength effervescent. Did the problems stop after the person reduced the dose or stopped taking or using the product? Yes. Quantity: 6 tablet(s) how was it taken or used? Dentures soaked. Given best estimate of duration? 1 month. Why was the person using the product? Clean dentures. Quantity: 20 tablet(s)." Follow up information : this case was reported by via regulatory authority(FDA) (FDA mw 3500a MFR.rpt.no. Mw5100407) on 23-apr-2021. The events difficulty breathing, condition aggravated and sores mouth were updated to serious , life threatening(other-important medical event)